Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts distal half of stent damaged and stretched over tip. The proximal end was not damage and in the correct location. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex (lcx) artery. A 32 x 2.25 promus premier ¿ drug-eluting stent was advanced but failed to cross the lesion. After several attempts, the stent came into contact with the calcification and was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex (lcx) artery. A 32 x 2.25 promus premier ¿ drug-eluting stent was advanced but failed to cross the lesion. After several attempts, the stent came into contact with the calcification and was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.